Event description:
It was reported that during a procedure to replace an ins for premature battery depletion (see MFR. Rep. # 9614453-2012-00162), out of range impedances were seen after the new ins was implanted. A visual review determined that the existing extension was damaged. The extension was removed and a new extension was implanted. When connecting the lead to the new extension it was found that electrode #8 was damaged and did not enter the extension connector. The hcp left electrode #8 out of the extension connector and instead connected electrodes 9, 10 and 11 to the extension connector, corresponding to the extension contacts 8, 9, and 10. Impedance measurements found that the three electrodes were connected well and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 748951, serial# (B)(4), explanted: (B)(6) 2012, product type: extension. (B)(4).